Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a broken grip close cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. Additional observations that were not initially reported by the customer were scratches on the surface of the distal pulley. Engineering was unable to conclude how the pulley damage occurred. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci s hysterectomy procedure, the cable on the mega suturecut needle driver instrument reportedly broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.